Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open liver resectioning. The 7th reload was loaded to resect diseased liver but the handle could not fire. The surgeon was able to press the green button but could not squeeze the handle. The jaws of the device were locked on patient tissue but the jaws were opened by using the handle. No reinforcement material was used. To complete the procedure, another stapler was opened and used. No patient injury or extension in surgical time. Patient status is alive, no injury.